Manufacturer narrative:
Initially received via regulatory authority (reference number: mw5044531) on 14-oct-2015. The most recent information was received on 02-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had sprung out from the left fallopian tube /migration of essure device location of device into uterus") and genital hemorrhage ("heavy bleeding/abnormal bleeding") in an adult female patient who had essure (batch no. 653905/653906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included surgery (to remove tonsils) in 2006, breast operation (reduction) in 2005, endometrial polyp on (B)(6) 2015 and polypectomy (weakly secretory endometrium) on (B)(6) 2015. The patient was african american. It was reported that negative for hyperplasia and malignancy. It was reported that endometrium, curettage- weakly secretory endometrium, negative for hyperplasia and malignancy. Squamous epithelium, negative for dysplasia. Concurrent conditions included back surgery (and cant lift, spiral stimulator) since 2012. Concomitant products included estrogen nos (estrogen), metformin and oxycocet (percocet). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pain / pelvic pains"), menorrhagia ("lots of long term periods and heavy/abnormal bleeding/abnormal bleeding (menorrhagia)"), back pain ("back pain"), abdominal pain lower ("cramp"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), procedural pain ("much pain from surgery") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic removal of fallopian tubes with removal of essure device bilaterally,salpingectomy) and surgery (dilation and curetagge). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, migraine, fatigue, alopecia, headache, dysmenorrhoea and procedural pain had resolved and the genital hemorrhage, back pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, genital hemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: it was reported that left fallopian tube, salpingectomy- fimbriated fallopian tube with intraluminal metallic coil (essure), right fallopian tube, salpingectomy- fimbriated fallopian tube with intraluminal metallic coil (essure). All parts were there. We then went back into the uterine cavity only to notice that the essure device had been deployed correctly and the 3 loops of wire were visualized at the ostium. We then proceeded then to localize the right fallopian tube ostium and the fallopian tube was then cannulized with the essure device, advanced to its required landmark and deployed in the usual fashion. This one deployed without any difficulty and again 3 loops of wire was noted at the ostium and then it was suctioned down to 2 loops into the ostium start date of essure was changed from (B)(6) 2015 00:00 to (B)(6) 2009. Procedure re-hysteroscopy, dilatation and curettage, laparoscopic removal of fallopian tubes (salpingectomy) with removal of the essure device bilaterally. Procedure in detail-. On the left side, the device appears to spring out of the fallopian tube and it is removed separately from the fallopian tube. The patient had tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion (B)(6) 2009, hsg dye test. Result- successful blockage, tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, events vaginal haemorrhage was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5044531) on 14-oct-2015. The most recent information was received on 02-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had sprung out from the left fallopian tube /migration of essure device location of device into uterus") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in an adult female patient who had essure (batch no. 653905/653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included surgery (to remove tonsils) in 2006, breast operation (reduction) in 2005, endometrial polyp on (B)(6) 2015 and polypectomy (weakly secretory endometrium) on (B)(6) 2015. The patient was african american. It was reported that negative for hyperplasia and malignancy. It was reported that endometrium, curettage- weakly secretory endometrium, negative for hyperplasia and malignancy. Squamous epithelium, negative for dysplasia. Concurrent conditions included back surgery (and cant lift, spiral stimulator) since 2012. Concomitant products included estrogen nos (estrogen), metformin and oxycocet (percocet). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pain / pelvic pains"), menorrhagia ("lots of long term periods and heavy/abnormal bleeding/abnormal bleeding (menorrhagia)"), back pain ("back pain"), abdominal pain lower ("cramp"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and procedural pain ("much pain from surgery"). The patient was treated with surgery (laparoscopic removal of fallopian tubes with removal of essure device bilaterally,salpingectomy) and surgery (dilation and curetagge). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, migraine, fatigue, alopecia, headache, dysmenorrhoea and procedural pain had resolved and the genital haemorrhage, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain and uterine perforation to be related to essure. The reporter commented: it was reported that left fallopian tube, salpingectomy- fimbriated fallopian tube with intraluminal metallic coil (essure), right fallopian tube, salpingectomy- fimbriated fallopian tube with intraluminal metallic coil (essure). All parts were there. We then went back into the uterine cavity only to notice that the essure device had been deployed correctly and the 3 loops of wire were visualized at the ostium. We then proceeded then to localize the right fallopian tube ostium and the fallopian tube was then cannulized with the essure device, advanced to its required landmark and deployed in the usual fashion. This one deployed without any difficulty and again 3 loops of wire was noted at the ostium and then it was suctioned down to 2 loops into the ostium start date of essure was changed from (B)(6) 2015 00:00 to (B)(6) 2009. Procedure re-hysteroscopy, dilatation and curettage, laparoscopic removal of fallopian tubes (salpingectomy) with removal of the essure device bilaterally. Procedure in detail-. On the left side, the device appears to spring out of the fallopian tube and it is removed separately from the fallopian tube. The patient had tolerated the procedure well. Diagnostic results: (B)(6) 2009, hsg dye test. Result- successful blockage, tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. New events added- cramps, migraines, fatigue and hair loss. On 2-mar-2018: pfs and mr received. Reporters were added. Case was medically confirmed. Patient¿s details, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Headaches, dysmenorrhea (cramping) and much pain from surgery were added as events. Essure lot number added. Start date of essure was changed from (B)(6) 2015 to (B)(6) 2009. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had sprung out from the left fallopian tube /migration of essure device location of device into uterus") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in an adult female patient who had essure (batch no. 653905/653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included surgery (to remove tonsils) in 2006, breast operation (reduction) in 2005, endometrial polyp on (B)(6) 2015 and polypectomy (weakly secretory endometrium) on (B)(6) 2015. The patient was african american. It was reported that negative for hyperplasia and malignancy. It was reported that endometrium, curettage- weakly secretory endometrium, negative for hyperplasia and malignancy. Squamous epithelium, negative for dysplasia. Concurrent conditions included back surgery (and cant lift, spiral stimulator) since 2012. Concomitant products included estrogen nos (estrogen), metformin and oxycocet (percocet). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pain / pelvic pains"), menorrhagia ("lots of long term periods and heavy/abnormal bleeding/abnormal bleeding (menorrhagia)"), back pain ("back pain"), abdominal pain lower ("cramp"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), procedural pain ("much pain from surgery") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic removal of fallopian tubes with removal of essure device bilaterally,salpingectomy) and surgery (dilation and curetagge). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, migraine, fatigue, alopecia, headache, dysmenorrhoea and procedural pain had resolved and the genital haemorrhage, back pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that left fallopian tube, salpingectomy- fimbriated fallopian tube with intraluminal metallic coil (essure), right fallopian tube, salpingectomy- fimbriated fallopian tube with intraluminal metallic coil (essure). All parts were there. We then went back into the uterine cavity only to notice that the essure device had been deployed correctly and the 3 loops of wire were visualized at the ostium. We then proceeded then to localize the right fallopian tube ostium and the fallopian tube was then cannulized with the essure device, advanced to its required landmark and deployed in the usual fashion. This one deployed without any difficulty and again 3 loops of wire was noted at the ostium and then it was suctioned down to 2 loops into the ostium start date of essure was changed from (B)(6) 2015 00:00 to (B)(6) 2009. Procedure re-hysteroscopy, dilatation and curettage, laparoscopic removal of fallopian tubes (salpingectomy) with removal of the essure device bilaterally. Procedure in detail-. On the left side, the device appears to spring out of the fallopian tube and it is removed separately from the fallopian tube. The patient had tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. (B)(6) 2009, hsg dye test. Result- successful blockage, tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and pelvic pain. Batch number: 653905, expiration date: 2012/06, manufacture date: 2009/06. Batch number: 653906, expiration date: 2012/09, manufacture date: 2009/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (reference number: mw5044531) on 14-oct-2015. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had sprung out from the left fallopian tube /migration of essure device location of device into uterus") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in an adult female patient who had essure (batch no. 653905/653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included surgery (to remove tonsils) in 2006, breast operation (reduction) in 2005, endometrial polyp on (B)(6) 2015 and polypectomy (weakly secretory endometrium) on (B)(6) 2015. The patient was african american. It was reported that negative for hyperplasia and malignancy. It was reported that endometrium, curettage- weakly secretory endometrium, negative for hyperplasia and malignancy. Squamous epithelium, negative for dysplasia. Concurrent conditions included back surgery (and cant lift, spiral stimulator) since 2012. Concomitant products included estrogen nos (estrogen), metformin and oxycocet (percocet). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pain / pelvic pains"), menorrhagia ("lots of long term periods and heavy/abnormal bleeding/abnormal bleeding (menorrhagia)"), back pain ("back pain"), abdominal pain lower ("cramp"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), procedural pain ("much pain from surgery"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic removal of fallopian tubes with removal of essure device bilaterally,salpingectomy) and surgery (dilation and curetagge). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, migraine, fatigue, alopecia, headache, dysmenorrhoea and procedural pain had resolved, the genital haemorrhage, abdominal pain lower, vaginal haemorrhage and abdominal pain outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that left fallopian tube, salpingectomy- fimbriated fallopian tube with intraluminal metallic coil (essure), right fallopian tube, salpingectomy- fimbriated fallopian tube with intraluminal metallic coil (essure). All parts were there. We then went back into the uterine cavity only to notice that the essure device had been deployed correctly and the 3 loops of wire were visualized at the ostium. We then proceeded then to localize the right fallopian tube ostium and the fallopian tube was then cannulized with the essure device, advanced to its required landmark and deployed in the usual fashion. This one deployed without any difficulty and again 3 loops of wire was noted at the ostium and then it was suctioned down to 2 loops into the ostium start date of essure was changed from (B)(6) 2015 00:00 to (B)(6) 2009. Procedure re-hysteroscopy, dilatation and curettage, laparoscopic removal of fallopian tubes (salpingectomy) with removal of the essure device bilaterally. Procedure in detail-. On the left side, the device appears to spring out of the fallopian tube and it is removed separately from the fallopian tube. The patient had tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. (B)(6) 2009, hsg dye test. Result- successful blockage, tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and pelvic pain. Batch number: 653905, expiration date:2012/06, manufacture date: 2009/06. Batch number: 653906, expiration date: 2012/09, manufacture date: 2009/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet- new event abdominal pain were added. Outcome of back pain updated to recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5044531) on 14-oct-2015. The most recent information was received on 04-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had sprung out from the left fallopian tube /migration of essure device location of device into uterus"), genital haemorrhage ("heavy bleeding/abnormal bleeding") and back pain ("back pain") in a 27-year-old female patient who had essure (batch no. 653905/653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included surgery (to remove tonsils) in 2006, breast operation (reduction) in 2005, endometrial polyp on (B)(6) 2015 and polypectomy (weakly secretory endometrium) on (B)(6) 2015. The patient was african american. It was reported that negative for hyperplasia and malignancy. It was reported that endometrium, curettage- weakly secretory endometrium, negative for hyperplasia and malignancy. Squamous epithelium, negative for dysplasia. Dec2009, hsg dye test. Result- successful blockage, tubes were blocked. Concurrent conditions included back surgery (and cant lift, spiral stimulator) since 2012. Concomitant products included estradiol (estrogen), metformin and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2009, the patient experienced pelvic pain ("sharp pain / pelvic pains"). In october 2009, the patient experienced fatigue ("fatigue"). In march 2010, the patient experienced menorrhagia ("lots of long term periods and heavy/abnormal bleeding/abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In september 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), abdominal pain lower ("cramp"), procedural pain ("much pain from surgery") and abdominal pain ("abdominal pain"). The patient was treated with acetylsalicylic acid (midol), hydrocodone, ibuprofen and surgery (back surgery, dilation and curetagge and laparoscopic removal of fallopian tubes with removal of essure device bilaterally,salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, migraine, fatigue, alopecia, headache, dysmenorrhoea, procedural pain, vaginal haemorrhage and abdominal pain had resolved, the genital haemorrhage and abdominal pain lower outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that left fallopian tube, salpingectomy- fimbriated fallopian tube with intraluminal metallic coil (essure), right fallopian tube, salpingectomy- fimbriated fallopian tube with intraluminal metallic coil (essure). All parts were there. We then went back into the uterine cavity only to notice that the essure device had been deployed correctly and the 3 loops of wire were visualized at the ostium. We then proceeded then to localize the right fallopian tube ostium and the fallopian tube was then cannulized with the essure device, advanced to its required landmark and deployed in the usual fashion. This one deployed without any difficulty and again 3 loops of wire was noted at the ostium and then it was suctioned down to 2 loops into the ostium. Start date of essure was changed from 15-nov-2015 00:00 to 15sep2009. Procedure re-hysteroscopy, dilatation and curettage, laparoscopic removal of fallopian tubes (salpingectomy) with removal of the essure device bilaterally. Procedure in detail-. On the left side, the device appears to spring out of the fallopian tube and it is removed separately from the fallopian tube. The patient had tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and pelvic pain. Batch number: 653905 expiration date:2012/06 manufacture date: 2009/06 . Batch number: 653906 expiration date: 2012/09 manufacture date: 2009/09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received : event outcome of the events "abdominal pain and vaginal hemorrhage" was updated to recovered. Treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (reference number: mw5044531) on 14 -oct-2015. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had sprung out from the left fallopian tube") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/ intervention required), genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("sharp pain / pelvic pains"), menorrhagia ("lots of long term periods and heavy") and back pain ("back pain"). The patient was treated with surgery (laparoscopic removal of fallopian tubes with removal of essure device bilaterally) and surgery (dilation and curettage). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, menorrhagia and back pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and back pain to be related to essure. The reporter provided no causality assessment for menorrhagia with essure. Most recent follow-up information incorporated above includes: on 19-jan-2017: after internal review final report was disregarded since ptc updated is awaited. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and device had sprung out from the left fallopian tube (seen as device dislocation) and she had heavy bleeding. Besides that consumer underwent dilation and curettage to treat the bleeding and a laparoscopic removal of fallopian tubes was performed to remove the device bilaterally. Both events are listed in the reference safety information for essure and serious due to medical significance. During essure therapy, there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In the present case, device had sprung out from the left fallopian tube after insertion. Given the nature of this event and positive temporal relationship, a causal relationship with essure cannot be excluded. Regarding the event heavy bleeding, after essure's insertion abnormal genital bleeding and menses pattern changes may occur. Since event occurred after she underwent the essure procedure, causality was regarded as related. Non-serious events were also reported. This case was regarded as incident, since device removal was required. An updated of product technical analysis is being sought. Further information will be obtained through the litigation process.